Manufacturer narrative:
The insulin pump was received with unresponsive button response due to corroded keypad traces. No moisture damage found on electronic assembly/motor. Unable to perform displacement test due to unresponsive buttons. The insulin pump has minor scratched lcd window, cracked case at display window corner, cracked belt clip slot at batter tube threads area and crack reservoir lip.

Event description:
It was reported the customer had fallen into the water. The customer's insulin pump was exposed to seawater. Customer's blood glucose was 143 mg/dl. The customer reverted to insulin pen and syringe. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.